Manufacturer narrative:
(B)(4). A request for the return of the device has been made. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). The sample was visually inspected and evaluated. This complaint was not confirmed or duplicated in the lab. The root cause is undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center to report a connection issue which occurred on home choice (hc) on during use . This report addresses the separation from the transfer set. The home patient (hp) stated that the catheter connector of the transfer set was separated from the titanium adapter after six months of use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.